Manufacturer narrative:
H10: additional narrative: customer biomed stated the gas unit is taking over 45 minutes to warm-up and has a vibration inside the device. Device works for standard monitoring but not gas. This incident was first reported under ticket 55458. Specifically, it was reported that device was not getting end-tidal co2. All other vitals were working as intended. Customer was advised to check water trap, tubing, and cable. No error messages were reported. Gas monitoring is integrated into the device - no use of optional external multi-gas units was reported. Service requested: repair. Service performed: evaluation. Investigation result: nka repair center performed preliminary evaluation of the device. Physical damage to the recorder was noted. The reported issue of device taking 45 minutes to warm-up was not duplicated. There were no vibrations noted. Operator's manual for bsm-5100a series, revision k, requires the following preparation steps before monitoring gases: 1. Connect the exhaust gas adapter to the exhaust outlet on the monitor and anesthetic machine to dispose of the anesthetic gas. 2. Set up the sampling line and connect it to the patient and the dryline receptacle on the monitor. 3. Perform calibration 4. Select the sampling rate and change necessary settings on the bedside monitor. 5. Start monitoring dry line (water trap) is to be replaced monthly or when required. Failure to do so can affect interfere with gas monitoring. The age of the dry line for this device is unknown - no date label on the dry line. Operator's manual states that device should take about 45 seconds to warm up. Additionally, device periodically performs the zero calibration with air at the following interval: monitor on for 5 minutes: 30 to 100 seconds interval monitor on for 5 to 60 minutes: 2 to 15 minutes interval monitor on for 1 to 2 hours: 30-minute interval monitor on for > 2 hours: 4-hour interval bsm-5136a has the ability to monitor gases with the built-in gas unit or through an optional external ag-920r multi-gas unit. The appropriate setting should be selected: "built-in" or "external device". When not monitoring, select "off". Per operator manual's troubleshooting section, if the message "warming up" is displayed, the multi-gas unit is being warmed up. Per customer's update on (B)(6)2019, water traps are being replaced monthly at the first of the month. The current water trap was 20 days old at failure. Gas setting was "built-in". The unit was on top of anesthesia cart which was a flat leveled surface. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. The root cause could not be determined. Corrected information: g4. Date received by manufacturer: should be 04/03/2019 not 05/01/2019 as listed on MDR initial report additional information: b4. Date of this report d11& c2 concomitant medical products f6. Date user facility/importer became aware of the event f7. Type of report f9. Approximate age of device f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information correction device evaluation h3. Device evaluated by manufacturer? H4. Device manufacture date h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date unique identifier (UDI) number: pre-UDI requirement d6 - d7 d9 f10 g6 g8 h7 h9 d11& c2 concomitant medical products: gas unit module was used in conjunction with the bedside monitor.

Event description:
The customer reported that the bsm-5136 bedside monitor gas module failed and is warm-up mode. It is unclear whether the unit failed to turn on at set up or if it failed while in the midst of monitoring a patient and then would not come out of warm-up mode. We have contacted the customer for such information but have not received a response back from them. As it is unclear whether this happened at set up or happened while monitoring a patient, we have reported to err on the side of caution. No patient harm reported.

Manufacturer narrative:
The customer reported that the bsm-5136 bedside monitor gas module failed and is warm-up mode. It is unclear whether the unit failed to turn on at set up or if it failed while in the midst of monitoring a patient and then would not come out of warm-up mode. We have contacted the customer for such information but have not received a response back from them. As it is unclear whether this happened at set up or happened while monitoring a patient, we have reported to err on the side of caution. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm-5136 bedside monitor gas module failed and is warm-up mode. It is unclear whether the unit failed to turn on at set up or if it failed while in the midst of monitoring a patient and then would not come out of warm-up mode. We have contacted the customer for such information but have not received a response back from them. As it is unclear whether this happened at set up or happened while monitoring a patient, we have reported to err on the side of caution. No patient harm reported.